Manufacturer narrative:
Additional information received by the reporter has identified that this event should be re-evaluated for MDR reporting. The new information states that the event happened during handling activities, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, while plating a proximal tibia, when dr. Kaufman went to insert the locking towers into the plate with an evos sm 2.5mm fixed handle linear hex dr and the tip of the driver broke off. However, nothing fell into the patient. Surgery was resumed, without any delay, with a smith and nephew back up device. No patient harm was reported.